Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the control solution products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred when the blood sample was absorbed. At the time of the call the customer was not feeling well. Customer stated she felt some weakness and was not as steady on her feet and was having frequent urination, she was feeling that way since last night. Medical attention was not needed at the time of the call. Customer stated she would take her insulin as scheduled. During the call on a blood test was performed by the customer and produced test result of e-5 using meter. No adverse event or medical intervention was reported.